Event description:
Information received by medtronic indicated that the insulin pump was crack on the reservoir and battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated crack on the reservoir and battery compartment. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, broken battery tube threads, stained end cap sticker and stained address/serial number label. Pump passed the displacement test. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.